Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) on the non- boston scientific right ventricular (rv) lead due to an impedance trend spiking up and down. This behavior was likely related to a spring contact issue. Also, noisy signals were over sensed post lss, likely due myopotential from unipolar sensing. When doing bipolar isometrics, a clean electrogram was observed. The unipolar thresholds were good, therefore this configuration was left as the programmed setting. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) on the non- boston scientific right ventricular (rv) lead due to an impedance trend spiking up and down. This behavior was likely related to a spring contact issue. Also, noisy signals were over sensed post lss, likely due myopotential from unipolar sensing. When doing bipolar isometrics, a clean electrogram was observed. The unipolar thresholds were good, therefore this configuration was left as the programmed setting. The system remains in service. No adverse patient effects were reported.